Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted. The patient's condition following the procedure is unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Final analysis found the device to be within normal range of operation. No anomalies were detected.

Manufacturer narrative:
D6a.